Event description:
During baxter's evaluation of this spectrum pump for a separate symptom, it was discovered that this device failed the upstream occlusion test.

Manufacturer narrative:
(B)(4). The device was received and evaluated by baxter. Initial testing found a failure at the 40ml/hr rate during upstream occlusion testing. Evaluation found a failing upstream sensor through data viewed in the device. The upstream sensor was replaced.